Event description:
High impedance was found on the patient's vns device during a periodic review of the manufacturer's programming history database. The database indicates that the vns was interrogated and then a system diagnostics test was performed that resulted in high impedance. The output currents were programmed off just after the high impedance was found. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.